Event description:
Product problem.

Manufacturer narrative:
The "date of event" and "date received by manufacturer" were updated to reflect the correct date. The previous dates submitted were incorrect.